Event description:
Complainant alleged that while at a customer site, a user advisory 10 (battery voltage out of range) message was observed during archive review. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Please see related MFR. Report 3010617000-2014-00451 for autopulse® resuscitation system model 100 with sn: unk. Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The li-ion battery (s/n: (B)(4)) used at the time when the platform displayed the reported user advisory 10 was returned and evaluated. The platform (s/n: unknown) was not returned. Visual inspection of the battery was performed and no damages were observed. The battery passed all testing criteria. A review of the archive was also performed and it was determined that the battery performed as intended. Specifically, there were no under voltage readings seen in the archive which could have contributed to the platform displaying the user advisory 10 message. Based on only the evaluation of the li-ion battery, a root cause could not be determined.